Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an ipg migration. The patient reported that the ipg had flipped 90 degrees in the pocket. The site was evaluated by the physician and it was determined the ipg had migrated. The patient also stated the ipg was especially bothersome while riding in a car due to the seatbelt irritating the site. The patient plans to undergo surgical intervention to resolve the issue.

Event description:
Follow up information received that the patient underwent surgical intervention on 26 april 2019. The pocket was made a bit higher and the ipg was repositioned. Effective therapy was restored post operation.